Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device stopped cutting. No patient injury occurred. Examination of the received device on (B)(6) 2016 found the knife was trapped and contained within the jaws, preventing them from opening.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received for evaluation, and examination of the received sample confirmed the reported issue. Visual inspection found the knife is trapped and contained within the jaws, preventing them from opening. The knife would not extend or retract when the trigger was activated. Review of the device history records for this lot found no potentially contributing factors. The investigation identified the root cause of the issue as customer misuse. Knife trap occurs when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue within the webbing may have also prevented the knife from retracting far enough to allow the jaws to open. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism. Confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.